Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the noise was reproduced. The patient is pacemaker dependent, but did not experience any adverse events or symptoms due to the pacing inhibition. Initially, the device was reprogrammed to mitigate the reported events. At a later date, the rv lead was capped and replaced to resolve the event. The patient was in stable condition.